Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that x-ray revealed externalized conductors. Electrical parameters were good. The lead remains implanted.